Event description:
It was reported that high impedance was detected on a patient's m1000 generator. A review of device history records for the generator showed that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported in MFR report #1644487-2020-01716 that the suspect product exhibited a behavior attributed to a known higher impedance issue that sometimes occurred with m1000 devices. However, it was later reported in MFR report #1644487-2020-00199 that the patient showed impedance values over 9000 ohms after a brief period in which the device's impedance had returned to a normal range. Due to the period of time between the two reports in which the device's impendence values returned to normal limits, the two reports of high impedance from before that period and after that period were considered separate issues. However, it was later reported that the more recent report of high impedance was resolved with a surgical pin reinsertion. Therefore, the high impedance would have been a result of an incomplete pin insertion at the time of implant, and so all observed high impedance values since that date would be considered related to the incomplete pin insertion. Therefore, any additional pertinent information for either of these MFR reports will be reported under MFR report #1644487-2020-01716. No additional relevant information has been received to date.